Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found outer insulation abrasions at 6.2 cm and 17 cm from the connector pin, exposing the metal wires of the sensing coil. Several filars were fractured. This abrasion damage is consistent with lead friction with the ICD can. An inside-out abrasion was found at 17 cm from connector pin.

Event description:
It was reported that during the evening, the device recorded short episodes (6 to 8 seconds) with a frequency of up to 500 bpm, which were classified as vf. No therapy was delivered. The events occurred when the patient rolled over his left arm. Subclavian crush was suspected. The lead was explanted.